Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery?. Did the procedure start as a laparoscopic procedure?. What color cartridge was used?. What is the current patient status?. Is any information available in regard to the malformed staples including photos?. Was the reason for the convert to open due to issues with device or was there other contributing factors?. How was the case completed?. What is the current patient status?. (B)(6) male patient, normal bmi. Date of surgery: (B)(6) 2017. Patient¿s pre-op diagnosis: sigma diverticulitis, no neoadjuvant therapy. Patient¿s current status: stable. The device could be closed on normal sigma tissue without any problems. The tissue was evenly placed in the jaws of the device. There was no excessive force necessary to fire the instrument. After removing the instrument, it was observed that the device did not staple correctly. The staple line was completely insufficient. Staples were observed to be on both sides of the cutting line. The staples appeared to be unformed and misformed. Procedure was converted to an open surgery and a tl60 and a cdh29a were used to perform an anastomosis. Anastomosis was ok and there were no other negative consequences.

Event description:
It was reported that after device was fired, misformed staples were observed. Took new instrument, same problem, laparotomy and using a linear cutter, no further information is available.

Manufacturer narrative:
(B)(4). Batch number: p5675t. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results found that one 6r45b reload (b) was received sterile and with no apparent damaged. The package was opened and the reload was loaded into a test device and tested for functionality and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Lot #: n4m19t batch #: n56c4c manufactured date: 12/09/2016 product exp. Date: 31/08/2021 the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.